Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured once due to suboptimal positioning. The valve infolded upon recapture. Another attempt was made to implant the valve however the infold was still present. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were used and the valve was implanted successfully. Of note, the valve was loaded correctly, prior to the attempted implant, with no misload detected. A pre-implant balloon aortic valvuloplasty (bav) was performed using a nucleus 28mm balloon. Per the physician, inter commussural calcification on the right coronary cusp (rcc) and left coronary cusp (lcc), lcc calcification extending into the left ventricular outflow tract (lvot) bend at the distal aortic arch also contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the suspect complaint was received loaded inside the delivery catheter system (dcs) at medtronic¿s quality laboratory, visual analysis showed an infold as the valve was being deployed. All leaflets were stiff and exhibited signs of severe creases and imprints; conditions possibly associated with the valve being in the crimped and loaded position inside the dcs for an unknown duration of time. All leaflets were partially closed with a large gap between the free margins. All commissures appeared intact. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition; possibly from being in the loaded position for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The images show a pre-dilation with balloon constriction as indicated. It is worth noting that in this cine, rapid pacing appeared insufficient as the balloon had difficulty staying at annulus level. It appeared to be pushed in and out of the annulus during successive inflation attempts. Pre-implant balloon dilation requires rapid pacing to decrease blood pressure to near 0mmhg to stabilize the balloon. If this pressure drop is not achieved, it can lead to an ineffective pre-dilation. In addition to this, any pre-ballooning should be done after valve inspection. In this case valve inspection was done after. The fluoroscopic load inspection alongside shows a valve that is correctly loaded according to the instructions for use (IFU). An image shows the initial stages of valve deployment. This deployment was done in the lao view as indicated. For deployment this should be done in the cusp overlap or rao view provided the angles are obtainable by the c-arm. The images show a deployment assessment at near 80% deployment. According to the report this deployment was recaptured ¿due to suboptimal positioning¿. Both assessments were made in the lao view and varying degrees as indicated. To make an accurate depth assessment before considering valve release or recapture, an assessment must be made first in the ra view and then in the lao view. There is no evidence of a depth assessment in the rao view. In the first image the valve appears to be at an implant depth of 1-3mm. In the second image the valve appears to be implanted shallower but still below annular level on the non-coronary annulus as indicated while the left-coronary depth is less clear. Although this is a borderline recapture decision, a proper assessment in the rao should be performed before concluding valve depth. An image shows the deployment assessment of the second attempt after recapturing the valve. Infolding is visible at the posterior of the valve frame. According to the report this attempt was recaptured and another deployment effort was attempted. There is no evidence of this deployment attempt. According to the report a new valve and dcs were only used after the redeployment of the infolded valve. An infolded valve should be recaptured and removed from the patient and not re-deployed. There is an image of a second fluoroscopic load inspection presumed to be of a new valve and delivery system. The valve appears to be loaded correctly according to IFU. The second image shows an angiographic assessment at near 80% deployment. Again, there is only an lao inspection and no rao assessment. The depth appears to be very similar to the initial deployment that was recaptured. There is no evidence of the above valve being deployed but according to the report its was deployed successfully with no adverse patient events recorded. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the valve was loaded successfully. Per the physician, inter commissural calcification on the right coronary cusp (rcc) and left coronary cusp (lcc), lcc calcification extending into the left ventricular outflow tract (lvot) bend at the distal aortic arch also contributed to the infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Section d references the main component of the system. Other medical products in use during the event include: product ID envpro-16 (lot: 0011422200); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.